Event description:
It was reported that the device was used during a colon resection. The stapler and reload cartridges did not form the staples correctly. The original device was discarded, reload cartridges will be returned. Another device was used to complete the case. There was no consequence to the pt.